Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have been involved in a patient serious injury. It was reported that on (B)(6) 2025 a ward nurse reported frequent high inspiratory pressure and low minute ventilation alarms during use of a trilogy evo ventilator, coinciding with a reported decrease in the patient¿s spo2 to 77¿78%. Alarm activity reportedly persisted when the device was connected to a test bag. The ventilator was powered off and restarted, after which ventilation reportedly stabilized and use continued until replacement. The patient recovered. The reported decrease in spo2 is considered a serious injury. A device evaluation was completed (B)(6) 2025, and ¿the reported issue was not duplicated during the operational check. Analysis of the unit¿s log data confirmed that "high inspiratory pressure" and "low minute ventilation" alarms occurred frequently on the reported event date. A full functional test was performed using a test device, and all items passed with no abnormalities confirmed. Internal inspection of the unit also revealed no abnormalities. Regarding the concern that the issue was not resolved even when connected to a test bag, it was considered that under conditions where inspiratory pressure had already reached the upper limit, connecting the test bag caused the pressure to hit the alarm threshold of 40hpa, resulting in the continuation of the "high inspiratory pressure" alarm. Based on these findings, it has been determined that there were no failures in the unit. An abnormal noise was confirmed from the blower assembly during the operational check, so the blower assembly was replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.¿ review of the device log by philips post-market surveillance clinical expert indicates device logs demonstrated prolonged and recurrent ventilator alarms over several hours, primarily high inspiratory pressure, low minute ventilation, and volume under delivery alarms. These alarms were intermittently acknowledged via alarm reset keypresses, with periods during which alarms continued without user acknowledgment. The ventilator was reportedly placed on a test bag during the event period; however, the precise timing of this intervention relative to alarm activity could not be determined from the available information. The ventilator was subsequently turned off at approximately 04:22 and later restarted, after which shorter duration alarms continued intermittently. It is unclear from the log data whether the patient was connected to the device during all recorded alarm activity. Based on review of the available device log data, the ventilator alarms repeatedly activated and functioned as intended, with alarm conditions audibly and/or visibly annunciated and acknowledged via alarm reset keypresses. No evidence of alarm system failure or device malfunction was identified. Although prolonged alarm conditions were present, the device response is consistent with sustained high resistance or low volume conditions rather than a failure to alarm. Due to uncertainty regarding the patient¿s connection status during portions of the event, a causal or contributory relationship between the device and the reported patient event cannot be confirmed. Based on available information, the device did not cause or contribute to the reported clinical event. No further action is required. If additional information is obtained about this event, a supplemental report will be submitted.